Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, the patient's heart block became severe and due to the length of time, the implant was changed from a dual chamber to single chamber device. The right ventricular (rv) lead testing was performed and noted either inadequate r-waves or high threshold measurements. Multiple attempts were made with this lead until a new physician was called in to assist. It was noted, the rv lead seemed to take an odd route. The initial insertion was on the left subclavian vein, but changed to the right subclavian vein due to a perforation into a small vein. Through the right subclavian vein, the values were still inadequate. The rv lead was positioned with what seemed like appropriate parameters. The helix was extended, but prior to implanting the device, the values were poor again. Six hours into the procedure, another physician was called in to assist. The rv lead placed with in an acceptable location, but the helix would not extend. Three attempts were made to extend the helix unsuccessfully. As a result, the rv lead was removed. A new rv lead was attempted, but the helix would not extend. When the fixation tool was being retracted, the helix popped out. As the measurements were acceptable, the position was accepted and the device was connected. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.